Event description:
It was reported that the patient's right ventricular leadless pacemaker exhibited high capture threshold resulting in intermittent loss of capture. Patient bradycardia was noted due to pacing loss. Programming changes were made. The patient was stable.

Event description:
New information received indicates that an echo was performed and revealed micro-dislodgement of the leadless pacemaker. The leadless pacemaker was explanted and replaced. The patient was stable.